Event description:
Complaint received from attorney. Pt claims to suffer severe physical and emotional injuries, including but not limited to, multiple surgical procedures, painful scarring and worsening and continuing dyspareunia.